Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 354 mg/dl and her current blood glucose was 438 mg/dl. Customer was advised to call healthcare provider or seek medical help attention and call us back to troubleshoot. Customer does want to stop and change infusion set. The customer was explained the 2 high blood glucose rule. The customer was advised to change entire set, reservoir and insulin and treat. Customer was advised to that we will send out infusion set replace the one she is changing out.